Event description:
The plaintiff alleges that while working as a registered nurse plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that in 1998 following a skin test, plaintiff was diagnosed by a dr as being allergic to latex. Plaintiff also alleges that plaintiff has become sensitized to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore plaintiff alleges that plaintiff has suffered substantial injury, pain, and suffering as well as economic loss. Plaintiff alleges that plaintiff suffered severe mental suffering and emotional distress as well as physical suffering. Finally, the plaintiff's spouse alleges that they have suffered the loss of support, services and companionship of the plaintiff.